Event description:
It is alleged that the patient received an implant on (B)(6) 2015 via the common iliac vein due to current deep vein thrombosis (dvt). A complex filter retrieval procedure was successfully performed percutaneously on (B)(6) 2016. As noted, reason for retrieval, ¿completed course of anticoagulation for provoked dvt.¿ patient is alleging embedment. Patient further alleges, ¿I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, my filter was embedded and removal was difficult. I also experience anxiety, mental anguish and stress about and any related injuries.¿ (B)(6) 2016 - ivc filter retrieval operative report. "After sterile preparation, localization with ultrasound, and 10cc lidocaine 1% local anesthesia, a 21 ga needle was advanced in to the internal jugular vein. An .018 inch guidewire was placed, and over this a 5 fr introducer advanced. Wire and inner dilator were removed and thorough this a .035 inch guidewire was advanced. A 5 fr omni flush catheter was advanced to the iliac venous confluence. Co2 study was performed as digital subtraction images were obtained. Catheter was exchanged for a 10 fr sheath, which was advanced to the filter. Coaxially, a 6 fr sheath with a 15 mm amplatz snare was advanced. Filter hook engaged with snare, and with some traction on the snare, the filter was freed, and withdrawn. Patient tolerated the procedure well and there were no immediate complications." Findings: "feet of filter adherent to cava, but released with traction." Impression: "successful recovery of infrarenal gunther tulip ivc filter."

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2015 patient alleges to have been injured without further explanation.